Manufacturer narrative:
Date rec¿d by MFR : 16jul19, date of report : 31jul19. The manufacturer's international service technician confirmed the reported low tidal volume issue and replaced the flow sensor assembly to address the reported fault. The equipment is back to normal. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a ventilator alarm issue. There was no patient involvement.